Event description:
It was reported to globus that a revision surgery was required to replace two broken creo screws as a result of an apparent fall. The revision surgery took place (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. It was reported patient had initial surgery in (B)(6) 2014 extending from l3-l5. The l5 screws broke, and patient had second surgery to replace all screws and extend to s1 with interbody fusion at l5-s1. The third surgery on (B)(6) 2015 was necessary to replace broken screws (resulting from fall) and extending to llium. Upon evaluation, all applicable dimensions of the screws were measured. They were determined to be within specifications per print. The screws appear to have been damaged upon removal. The break occurred 15mm and 6mm below the neck of the screw heads with visible signs of wearing on both surfaces of the break interface. The reported fall likely contributed to the breakage.